Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation and to provide a correction to the initial reporter position. Upon further review, the initial reporter is a certified nursing assistant. Sections e2 and e3 have been corrected. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not identify any abnormalities or anomalies during production. The device met specifications upon release. The root cause was traced to the user not handling the disinfectant replacement process correctly. The IFU review identified the specific section related to disinfectant replacement. The instructions for proper disinfectant replacement are found in chapter 7 "routine maintenance," specifically in section 7.7 "replacing the disinfectant solution". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus territory manager advised the complaint device was functioning as expected. The customer complaint was a result of user error. The territory manager will provide an in-service to address the issue. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported they were unable to complete the "replace lcg" (replace disinfectant) process on the endoscope reprocessor. After inserting the acecide and pressing "start," the device would not advance. The customer's facility attempted this three times. The customer reported there was no error code but "error beeps." The customer reported there was no death, injury, or infection due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer updates. Further communication and updates conveyed the following information: during the in-service the account manager found the sensor cover was broken and ordered a replacement part. There were no further issues after the in-service.